Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead helix failed to be extended. The ra lead was not used and replaced during procedure on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece for analysis. Visual and x-ray examinations was normal with no anomalies found. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.